Event description:
It was reported that the radiofrequency programmer head returned with no information subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer head tested out of specification on the vxi e-field immunity test and further evaluation determined that the head's cable was out of specification. The head was sent on for repair and restock. (B)(4).